Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film review: the exact cause of the reported stent graft migration and possible type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were unavailable for review and comparison. CT¿s returned from ~10 years post-implant revealed that the bifurcate posterior proximal margin was ~15mm below the anterior proximal margin, which was unopposed to the proximal neck. The bifurcate proximal od measured ~30mm, and the aortic neck diameter at that same level measured ~34mm. Several suture breaks with possible stent fractures were observed on the anterior of the bifurcate aortic body. A probable proximal type I endoleak and a possible type iii fabric endoleak were observed. The cause of the migration appears likely due to disease progression. The observed suture breaks and possible fractures were likely caused by the migration of the bifurcate. Films during the endoanchor and aortic cuff intervention, which reportedly resolved the event, were not available for review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for a follow up appointment and it was discovered that the device had migrated and there was a possible type ia endoleak. An intervention was performed. Endoanchors were used to secure the existing graft. An endurant cuff was then implanted and four additional endoanchors were placed into the cuff and through the cuff and existing graft. This reportedly resolved the event. The physician stated that the cause of the event was due to patient anatomy. No additional clinical sequelae were reported and the patient is fine.